Event description:
It was reported that during procedure the scanner began buzzing and the aiming beam was all around, seemingly in time with the buzzing of the scanner. The laser was shut down, the scanner removed, and the arm was attached directly to the micromanipulator. Aiming been then seemed acceptable. But they had to abandon the procedure because they needed the shapes created by the scanner. The patient was under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was field serviced at the user facility, the system was cleaned and all relevant accessories were connected. The scanner was disconnected and inspection found that the mirror fell out of assembly; even though the mirror had adhesive down the middle of the optic. The scanner was replaced and the unit performed within specifications. The scanner assembly anomaly confirmed the reported event experienced by the customer.

Event description:
It was reported that during procedure the scanner began buzzing and the aiming beam was all around, seemingly in time with the buzzing of the scanner. The laser was shut down, the scanner removed, and the arm was attached directly to the micromanipulator. Aiming been then seemed acceptable. But they had to abandon the procedure because they needed the shapes created by the scanner. The patient was under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.